Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained using retrograde approach via the common femoral artery. The 90% stenosed target lesion was located in the mildly tortuous and mildly calcified left iliac artery. An 8.0mmx40mmx80cm (4f) sterling¿ balloon catheter was advanced for pre-dilatation. However, during the second inflation at 6 atmospheres for 60 seconds, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with another 8.0mmx40mmx80cm (4f) sterling¿ balloon catheter. No patient complications were reported.